Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via email that the surgeon during a rotator cuff repair when he was passing suture from our healix advance anchor the expressew needle broke off. He was unable to find the tip of the needle- even after the x-ray came in, the surgeon was unable to locate the needle tip. He proceeded with a new expressew needle to continue his repair. The case was delayed about 45 minutes. Attached a picture of the broken expressew needle compared to the new one we opened. The sales rep stated that the gun was fired 3 or 4 times before the needle broke and used an expressew ii gun unsure which one. The surgeon put two of our 4.5 healix advance anchors with permacord suture in before the break. The same gun but another needle was used to complete the procedure. Did delay result in adverse event? No. How long was delay? 45 minutes. When did the breakage occur? When he was passing suture. Did the breakage result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended? Yes. If breakage occurred near surgical site, how were fragments retrieved? Unable to find the tip of the needle- even after the x-ray came in. How was the procedure completed? With another needle using the same gun. Were alternatives readily available? Yes. Were there any procedural or patient anatomy factors which may have contributed to the breakage? N/a. Is surgical intervention planned? No. Did portion of the device remain in the patient? Unknown. Any patient impact? No.

Manufacturer narrative:
This complaint is being closed since after multiple attempts to retrieve the product, the product still has not been returned for evaluation. If and when the device in question is received, this file will be reopened and its contents made to reflect the results of the evaluation. A definitive root cause for this specific device failure cannot be determined. A DHR has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other similar or dissimilar complaints of any type for this lot number that was released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (01)10886705020225(10)41508(17)033119